Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the implant procedure of the left ventricular assist device (lvad) when inserting the inflow in the ventricle the o-ring broke. Another pump was opened to replace the o-ring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The o-ring associated with (B)(4), from lot number r020470, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported o-ring damage could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar o-ring damage events, the most likely root cause of the reported event can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by the physician during implant. If information is provided in the future, a supplemental report will be issued.